Event description:
The user facility reported that the glidewire coating was "damaged" during a tips procedure in the patient's liver. Follow-up communication confirmed: a glidewire was used to "access and deliver stents to the desired location"; the area "had a lot of fibrosis and was extremely tight" which made passing the balloons and stents over the wire "challenging"; the physician was able to cross the fibrotic area with "constant pushing/forcing" of the devices; toward the end of the case a pig catheter "kept getting stuck at the bend of the wire" and when the glidewire was removed, the damaged section of coating was observed; and following the procedure the patient condition was reported as "fine".

Manufacturer narrative:
Results is based upon evaluation of user facility information and the returned sample. Conclusions is based upon evaluation of user facility information and the returned sample. The involved sample was returned for evaluation by the manufacturing facility. Examination of the returned sample confirmed that a portion of the polyurethane coating had been damaged and rolled back partially exposing the core wire. The event description and the appearance of the returned sample are consistent with damaged to the glidewire's polyurethane coating due to repeated manipulation against resistance involving a hard, sharp surface during use. There were no indications of malfunction or pre-existing defect. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The warnings / precautions section of the instructions-for-use do address the potential for such an event by stating that inappropriate manipulation of the glidewire advantage under certain conditions, such as when resistance is felt, "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "if any resistance is felt, if the tips behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." And "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).